Event description:
It was reported that during the implant attempt, the physician attempted to reposition the lead, but was unable to reextend the helix after retracting it. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was found to be disengaged from the helical channel. Blood/body fluid was found on the distal conductor (not obstructed). Blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The analyst noted that the blood in the distal conductor likely entered through the is-1 pin as no insulation breach was observed. The lead was received with the helix fully retracted, and had been over-retracted.